Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the seal between the (B)(6) and plastic of the packaging material was coming apart. The device was considered not sterile. The device was not in a case when the issue was found.